Event description:
It was reported that the pump battery could not be fully charged. There was no adverse impact to the customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.